Event description:
It was reported the device was having coupling or communication issues during recharging. It was suspected the ins was overdischarged. The device had not been used. The pt was unable to charge the device. The pt was seen in the clinic. An overdischarge was confirmed. An eos (end of service) message was appearing on the physician programmer whenever the stimulation was attempted to be turned on. It was the first known overdischarge for this pt. The pt was not in urgent need of the stimulation, so ins replacement would be delayed until review of the device could be completed. Electrode and group impedances were in range. Group impedances were low (in the 300's). Additional info received, indicated the event was attributed to the ins device. It was replaced due to end of the generator. The pt experienced no stimulation. Reprogramming was done in 2009. The pt's outcome was reported as "no injury." The device was explanted and returned. The return paperwork indicated non-normal battery depletion as the reason for removal.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.